Manufacturer narrative:
Combination product: yes.-

Event description:
It was reported that the ICD sn (B)(6) was not interrogable anymore. An update from october 25, 2024 indicated that this lead was connected to the ICD. It was extracted due to malfunctioning. Should additional information be received, this file will be updated.

Manufacturer narrative:
Combination product: yes ilesto 5 dr-t promri df-1 upon receipt, the ICD was visually inspected. The inspection revealed spots of molten titanium on the ICD housing. The ICD was subjected to an electrical analysis, confirming that the device could not be interrogated. Therefore, based on the observed symptoms, it is reasonable to assume that a shock delivery into an external short circuit led to a damage of the electrical module. Due to the damage of the electrical module the device could not be interrogated and the memory content of the device was not restorable. Possible clinical complications that might lead to an external short circuit include - but are not limited to - a twiddler syndrome, a subclavian crush syndrome or other lead insulation damages. There was no indication of a material or manufacturing problem. Kentrox sl-s 65/16 steroid upon receipt, the lead under complaint was found cut 44 cm proximal to the lead tip. The connectors and yoke were not returned. An extraction aid was found on the fragment, it is reasonable to assume that the lead was cut during the surgery. The insulation was found abraded through between 29.5 and 39 cm proximal to the lead tip. Based on the characteristics of the damage, it is reasonable to assume that the lead was subject to severe mechanical stress due to constant friction against another implantable device such as a nearby lead or against the generator housing. Diagnostic images clarifying this assumption were not available. The rv shock coil and ring electrode were found covered in fibrotic growth. Additionally, the shock coils and fixation helix were found deformed, which probably resulted from the extraction procedure due to tensile stress. Linox smart sd 65/16 upon receipt, a stretched fragment (length 87 cm) was received for analysis. The deformation probably occurred during the extraction procedure due to tensile stress. An extraction aid was found inside the lead body. The connectors and yoke were not returned. The analysis showed multiple abrasion marks along the lead fragment. In particular between 76 and 77 cm proximal to the lead tip the insulation was found abraded through. Based on the characteristics of the damage, it is reasonable to assume that the lead was subject to severe mechanical stress due to constant friction against another implantable device such as a nearby lead or against the generator housing. Diagnostic images clarifying this assumption were not available. The rv shock coil and ring electrode were found covered in fibrotic growth. Furthermore, the shock coils were deformed. These deformations probably occurred during the extraction due to tensile stress. The quality documents accompanying the manufacturing process for these devices were re-investigated. All production steps were performed accordingly, and in particular the final acceptance tests proved the devices functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
It was reported that the ICD sn (B)(6) was not interrogable anymore. An update from october 25, 2024 indicated that this lead was connected to the ICD. It was extracted due to malfunctioning. Should additional information be received, this file will be updated.